Event description:
A customer reported that the device rebooted during transport. It was reported to philips that the alleged failure was observed while the device was in use on a patient, however, no adverse patient impact was reported by the customer.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
A customer reported that the device rebooted during transport. Patient impact is unknown. Additional information has been requested from the customer.